Manufacturer narrative:
The large hem-o-lok clip applier instrument was found to have a broken grip cable at the proximal end. The broken grip cables at the proximal end caused the loose grip cables at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire on the large hem-o-lok clip applier instrument popped while clipping the cystic duct. Use of the instrument was discontinued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip was unable to be applied due to the cable breakage. The clip did not fall into the patient.